Manufacturer narrative:
Visual inspection of the device showed blood in tip with a small hole seen under microscope in tip. The steering knob functioned properly on both lock and unlock positions. There was no abnormal resistance coming from the tension knob. The device's lumen was leak tested using an pressure decay test system, and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay and distal shaft external pressure both did not pass during three attempts. During dissection it was observed that the tip had a hole in the clear tubing region located in the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was determined that unintended use error caused or contributed to event, as analysis found evidence of device damage outside the bounds of normal medical use. A hole in the distal tip which caused the device to fail leak tests and eventually lead to the blood trace in the tip.

Event description:
It was reported that that a intellanav stablepoint open-irrigated was used in a pulmonary vein isolation (pvi) procedure. Upon withdrawal of the catheter from the patient, it was noted that blood was found in the spring of the ablation catheter, and photos of the catheter revealed peeling of the catheter shaft. The procedure was completed without any device replacement.

Event description:
It was reported that a intellanav stablepoint open-irrigated was used in a pulmonary vein isolation (pvi) procedure. Upon withdrawal of the catheter from the patient, it was noted that blood was found in the spring of the ablation catheter, and photos of the catheter revealed peeling of the catheter shaft. The procedure was completed without any device replacement.